Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was confirmed by clinician review. Method & results: -device evaluation and results: the baseplate and insert were returned contaminated without packaging. Cement with bone ingrowth is visible on the underside of the baseplate. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: "x=rays dated (B)(6) 2014 include an ap and lateral of a right cemented ps tka in nominal position with no pathology noted. X-rays dated (B)(6) 2019 include 2 ap and 1 lateral right tka with a loose, cemented tibial component with posterior subsidence. No clinical or past medical history, no revision operative report, no examination of explanted components, no post-revision x-rays. There is x-ray confirmation of the loose tibial component, but insufficient data to create a report regarding possible causation." -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant revealed that there is x-ray confirmation of the loose tibial component, but insufficient data to create a report regarding possible causation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or past medical history, revision operative report, and post-revision x-rays are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented for revision of triathlon cemented tibial component on right side. Triathlon ps insert was removed followed by the baseplate that was visually loose. A triathlon universal baseplate with 5mm medial augment and 12mm x 50mm stem was implanted.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device evaluated by manufacturer? Not returned.

Event description:
Patient presented for revision of triathlon cemented tibial component on right side. Triathlon ps insert was removed followed by the baseplate that was visually loose. A triathlon universal baseplate with 5mm medial augment and 12mm x 50mm stem was implanted.